Manufacturer narrative:
The reported events of failure to capture, failure to sense, and high pacing impedance were not confirmed. As received, a complete lead with a stylet was returned in one piece. Visual and x-ray inspections found no anomalies. Electrical testing was normal.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited loss of capture, failure to sense and high pacing impedance measurements. The physician elected to replace the ra lead during the surgery. The patient experienced no adverse consequences.